Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent and was reviewed. Possible oversensing was noted on a stored episode occurring more than 1.5 years earlier. The right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.